Event description:
A customer reported to corporate product surveillance an unknown secondary medication set in which there was a problem with the vented secondary tubing and administration of intravenous immunoglobulin (ivig). Customer stated that sometimes it worked and sometimes it did not. When it did work, the customer added the vent adapter. There are no reports of patient involvement, patient injury, medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required. The device used in this situation is unknown; therefore, this report does not contain a us 510k number.